Manufacturer narrative:
(B)(4). Batch # m91m4t. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 6 malformed clips, 2 clips with cap and 7 conforming clips, were fed. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a bilateral laparoscopic inguinal hernia procedure, there were multiple misfires on clips. Vertical tear that increased with applying multiple clips that continued to misfire. Completed with another device. Noticed tactile difference with the final device. There were no patient consequences reported.